Manufacturer narrative:
The insulin pump was received with loose protruded drive support disk also, with unresponsive escape and act buttons due to corroded keypad traces. The insulin pump was received with minor scratched lcd window, cracked case at the display window corner, cracked battery tube threads, broken belt clip slot, cracked reservoir tube lip and stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose was unknown mmol/l. The customer stated that the drive support cap is sticking out of the device. The customer reported that she press the cap while connected. The customer was advised that the device would be replaced. The customer was advised to follow their medically prescribed backup plan. The customer reported via phone call indicating that the insulin pump had keypad anomaly. Customer's blood glucose was unknown mmol/l. The customer stated that the act button was hard to push. The customer stated that there is no significant event leading to the keypad issue. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.